Manufacturer narrative:
Manufacturing site evaluation: samples received: no sample are available. Analysis and results: there are no previous complaints of this code batch. There are no units in stock. Without any closed sample an analysis cannot be carried out in order to make a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: complaint is not justified. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). The customer has tried to get the samples out of the packaking (by using a neddle-holder) but the problem is that the thread remained inside the primary packaging. The needle is detached.